Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 67-year-old man with heart failure with reduced ejection fraction experienced a cardiac arrest. He subsequently underwent ventricular tachycardia ablation with impella cp support in place. The patient¿s left ventricular ejection fraction was approximately 20 percent. He was brought to the electrophysiology laboratory for the ventricular tachycardia ablation procedure. Following the procedure, the patient was recovering in the intensive care unit, where he was noted to have developed a hematoma at the vascular access site. Given the patient¿s history of peripheral arterial disease, the decision was made to remove the impella cp device earlier than initially anticipated. Manual pressure was applied, and hemostasis was achieved. No additional adverse clinical effects were reported.

Manufacturer narrative:
Additioal information has been provided in d4. Serial number and primary UDI number have been updated.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name and catalog have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the access site adverse event was not determined due to insufficient clinical details.